Event description:
It was reported that the transfer set was bent and the cap was torn three times. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Visual inspection was performed with naked eye and magnification and the reported condition of a cracked light blue mainbody was verified. The cause was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is completed. Visual inspection was performed with naked eye and magnification was performed and a discolored patient adapter was noted. Functional tests performed included leak testing, clear passage testing, and clamp function testing with no issues noted. The reported broken/torn light blue cap was not verified as the light blue cap was not returned. The assignable cause for the discoloration could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.